Event description:
Reportedly, a lar/double stapling procedure was performed, and then the operation was finished. After that, the surgeon found that he had left a white trocar in the patient cavity. The surgeon took an x-ray of the patient, but it was not seen in the abdominal radiograph. Then he/she took a CT scan, the white trocar was seen in the picture. Reoperation was performed and the white trocar was retrieved safely. Procedure: lar double staple.